Manufacturer narrative:
Received one speedband superview super 7 device for analysis. Residue was present on the device handle and trip wire. A visual examination of the device found the ligator head still with shrink wrap on it and the suture intact. It was noted that the trip wire was not secured and the proximal loop retracted into the handle post. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the returned device, the handle and the trip wire appear to be unused and the components do not present any evidence of a clinically used product. Therefore, the most probable root cause is not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the tripwire snapped when the physician tried to deploy the band. The defective device was removed from the patient and another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on august 7, 2015 . The complainant confirmed that it was during setting up of the device, outside the patient, that the trip wire snapped, with the shrink wrap still on the ligator head.

Manufacturer narrative:
Reported event of tripwire broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the tripwire snapped when the physician tried to deploy the band. The defective device was removed from the patient and another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.